Manufacturer narrative:
The marathon microcatheter was not returned for analysis; therefore, the event cause could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the marathon catheter was found detached upon opening the sterile package. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.